Manufacturer narrative:
The reported experience of possible extra dose administered/programming issue could not be investigated as no devices were provided for this investigation. The file was opened for the purpose of documenting a possible event reported by the customer. No further investigation of this event is possible currently. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Complaint-(B)(4)- possible extra dose administered/ programming issue.. It was reported the patient was in the emergency room (ER) and vancomycin 3gm was ordered. It was noted that the ordered dose was "re-entered as a re-time request" by the rn on (B)(6) 2019 at 2030 and two doses of vancomycin 3 grams were sent to the floor. It was mentioned that the "charting is unclear" as to what time the first dose was given and the initial order says "not admin, no reason = previously administered". The patient was then moved to orthopedics floor where the second dose of vancomycin 3 grams was administered on (B)(6) 2019 at 0630. The vancomycin maintenance dose was to start at 0800 but the clinician implied that the first maintenance dose had already been hung, but was it was charted as "non-admit". The patient had a random vancomycin level of 38.0 on (B)(6) 2019 at 1830. The clinical manager stated that a "1250 dose of vancomycin was administered at 7:59am on saturday, (B)(6) 2019". She was inquiring as to when this vancomycin dose was actually started and how long it ran for. There was no patient injury.